Event description:
It was reported that during follow up, the interrogation showed that the atrial lead had a low impedance alert. The lead remains in use and the patient's next follow-up will be in a shorter period of time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5092 implantable pacing lead 2008 (B)(6). (B)(4).